Event description:
It was reported that following a coronary stenting treatment procedure, there was a restenosis. The physician implanted a 16mm x 2.50mm liberte' monorail stent in the right coronary artery (rca). Two months, 5 days post procedure, there was a restenosis of the liberte' stent which was treated with a taxus express2 drug eluting stent. No pt injuries or complications were reported.

Manufacturer narrative:
The stent was implanted and the complaint indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 6900969 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.